Manufacturer narrative:
Examination of the submitted tibial tray revealed evidence suggesting micro motion and/or loosening of the device in vivo. A complaint database search finds no other reported incidents against the product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address varus malpositioning of the tibial tray, which caused loosening at the cement/bone interface. The manufacturer of the cement used in the primary surgery is unknown. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.